Event description:
It was reported that during a lap chelecystectomy procedure, the white of the in-active blade fell off on the drapes on top of the pt. Another device was used to complete the procedure. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 12/03/2008. Info anticipated, but unavailable at this time.